Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the procedure, after the introducer needle was punctured into the vein and the guidewire was passed, an attempt was made to insert a sheath, but the sheath could not be inserted, and the guidewire allegedly broken, making it impossible to insert. A separate kit was opened and handled the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI power port isp. During the procedure, after the introducer needle was punctured into the vein and the guidewire was passed, an attempt was made to insert a sheath, but the sheath could not be inserted, and the sheath allegedly broken, making it impossible to insert. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 8.0fr peel-apart sheath with a loaded vessel dilator and one additional vessel dilator were returned for evaluation. Visual, microscopic and functional evaluations were performed. The peel-apart sheath and vessel dilator were noted to be slightly bent. The peel-apart sheath and vessel dilator were locked in place on the t-handle. The distal end of the sheath shaft was noted to be deformed as the edges appear jagged. The distal tip of the vessel dilator was noted to be deformed. The edges were also noted to be jagged. Therefore, the investigation is confirmed for the identified deformation issue. However, the investigation is inconclusive for the reported difficult to insert as the exact circumstance at the time of the reported event was unknown. The investigation is unconfirmed for the reported fracture as more specific deformation was identified during investigation. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. D4 (medical device lot #), g3. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the procedure, after the introducer needle was punctured into the vein and the guidewire was passed, an attempt was made to insert a sheath, but the sheath could not be inserted, and the guidewire allegedly broken, making it impossible to insert. A separate kit was opened and handled the procedure. There was no reported patient injury.